Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an impedance warning alert triggered due to normal impedance variation. The lead is still in use. No patient complications have been reported as a result of this event.